Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, inratio: 4.3, 3.0, dr's meter: 2.2. Therapeutic range" 2 - 3, dr is trying to lower it for upcoming dental work.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 3.0, inratio: 4.3, ref: 2.2, mean: 3.17, confidence limits: 1.9 - 4.6, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 3.0, inratio: 4.3, mean: 3.65, sd: 0.92, %cv: 25.18, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported milking pt finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. User also reported adding more than one drop of sample to test strip. Double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in fingerstick sample collection. In-house therapeutic donor testing has been performed on reported lot 275254. Results as follows: donor (B)(6) ; inratio: 3.8, inratio: 3.8, inratio: 3.9, ref: 3.02, bias threshold: 2.02 - 4.02, %cv: 1.51. Donor (B)(6); 3.9, 3.9, 3.3, 3.51, 2.51 - 4.51, 9.36. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined. Pt's medication/customer's improper operational technique cannot be ruled out as a cause for unexpected inr results. No product was expected to be returned; in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, (B)(4) discrepant results complaints were reported for lot# 275254 yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code lw5mu which brick lot number 257219 was assigned and packaged into strip lots (275254, 275252, 275255 and 275253). There have been (B)(4) total discrepant complaints reported for lot# 275254, 275252, 275255 and 275253 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.